Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 10.2mmol/l. The high pressure test was performed and insulin pump passed. Customer was still dissatisfied due to insulin pump was making a noise. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm noted and passed displacement, rewind, basic occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.